Event description:
One patient sample with discrepant valproic acid results. Initial result 44.0 ug/ml, repeat result 83.2 ug/ml. Initial result was reported, patient not treated based upon initial result. The field service representative determined there was a problem with the fp photometer, and replaced and calibrated the photometer. Performance tests were performed and within specification.